Manufacturer narrative:
The patient¿s weight was not provided. (B)(4). Approximate age of device ¿ 9 months.  The patient remains ongoing with the device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that the patient presented to an outside clinic with vague neurological changes. Head CT showed no acute findings. The patient was then discharged and directly admitted for evaluation at the implanting center for further neurologic evaluation. CT angiogram of the head showed evidence of diffuse cerebrovascular disease and critical stenosis of the left internal carotid. Evaluation was nonfocal and consistent with encephalopathy on unclear etiology. Vascular surgery declined intervention. Stroke neurology did not believe this to be symptomatic intracranial aneurysm (ica) stenosis due to lack of focal findings. Power elevations were observed. There were no alarms reported for this event. Log file analysis did not reveal any abnormal pump operation. On (B)(6) 2017, the patient presented to emergency department with left sided weakness and was found to have a right middle cerebral artery ischemic stroke. No additional information was provided.

Manufacturer narrative:
No product was returned for evaluation. Analysis of the submitted system controller log confirmed the report of elevations in pump power; however, a specific cause for these elevations, as well as a direct correlation with device and the reported ischemic stroke, could not conclusively be determined through this evaluation. The submitted log file contained data from 27aug2017 through 01sep2017. The submitted log file showed pump power and estimated flow typically between 4.7-6 watts and 3.3-5.6 lpm, respectively. Transient elevations in power and estimated flow, ranging from 8-11.4 watts and 8.3-12 lpm, were noted from (B)(6) 2017. Additionally, many pi events were noted. No atypical alarms were captured and the pump operated above the low speed limit for the duration of the log file. Stroke and neurological dysfunction are listed in the instructions for use as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.